Manufacturer narrative:
Additional information was received on november 7, 2016. Additional: explant date, if follow-up, what type? Updates: outcomes attributed to adverse events, date of event, report date, describe event or problem, model #/lot #, date received by MFR, type of reports, additional MFR narrative the manufacturer did not receive devices, x-rays or other source documents were not provided for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It has now been reported that the patient was revised on (B)(6) 2015.

Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer (B)(4) legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer (B)(4) never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer (B)(4) as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event details: it was reported that a male patient was implanted ancls spotorno stem, 145°, uncemented, 10.0, taper 12/14 on (B)(6) 2009. The patient underwent revision surgery of cls stem and other metal components produced by separate manufacturers on (B)(6) 2015 after 6 years 1 month in vivo time. No other information was provided neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The only information regarding the reported event is that the patient had metal on metal hip tha consisting of cls spotorno stem along with other components produced by different manufacturers. Therefore, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. However we could identify a root cause for the issue as off-label use due to combination of zimmer biomet product with other manufacturer's components. Zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is cmp-(B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays or other source documents were not provided for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a cls spotorno stem, 145, uncemented, 10.0, taper 12/14 on (B)(6) 2009. The patient raised a product liability claim due to unknown reasons. No further information is available. It is unknown if a revision surgery occurred.